Manufacturer narrative:
The patient¿s medical records were received. Section b7 was updated. Per the records, the sapien 3 valve implant was successful with no evidence of paravalvular or central regurgitation. Twenty days post procedure the patient expired. Although the exact cause of death is unknown, the suspected cause was either myocardial infarction (mi) or pulmonary embolism. Pulmonary embolism or mi twenty (20) days post procedure is considered unrelated to the valve or procedure. Additionally, the mi would not be related as the valve replacement was in the mitral position. After clinical review of the records, the patient death was determined to be not associated with the sapien 3 valve implant. The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed the liner was circumferentially delaminated approximately 8.5inches in length from the distal tip, the marker band was present, and the tip was opened as designed. Post-procedural photographs provided by the site were reviewed for evaluation. Full circumferential liner delamination was observed. The delivery system nose tip remains distal to the liner (shown exiting out of the sheath). Due to the condition of the returned device (liner delamination), dimensional analysis and functional testing for this complaint could not be performed. The complaint was confirmed visually. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of lot history revealed one additional complaint. A review of the complaint history from june 2019 to may 2020 revealed other similar complaints. No confirmed manufacturing non-conformances were identified and available information suggests that patient and/or procedural factors contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the may 2020 control limit for the trend category. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per IFU and training manuals during delivery system removal completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. During sheath removal, remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal: some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not reinsert the sheath at any time. No IFU/training deficiencies have been identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. Per the report, after valve implant, during withdrawal, there was resistance withdrawing the delivery system through the 16fr esheath and the liner of the esheath caught on the delivery system. There was a resistance felt during the withdrawal and the esheath caught at the delivery system. Excessive force and manipulation was potentially applied to retrieve the caught delivery system, which likely led to delamination of the sheath liner. Moreover, it is unclear if the devices were co-axial during retrieval as vessel characteristics were not captured for the transvenous approach. While a definitive root cause is unable to be determined, available information suggests that and procedural factors (excessive manipulation) may have contributed to the reported event. The complaint for ¿sheath distal tip- liner delamination¿ was confirmed. No manufacturing non-conformances were identified during evaluation. Although a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive manipulation) may have contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
After implant of a 29mm sapien 3 valve within a non-edwards surgical valve in the mitral position using trans-septal approach, there was resistance withdrawing the delivery system through the 16fr esheath and the liner of the esheath caught on the delivery system. The liner invaginated or sheathed the delivery system. The devices were able to be removed as a unit and pressure was held. There was no significant blood loss and the valve was successfully deployed. The balloon was fully deflated before removal and there was approximately 5 minutes between deflation and withdrawal of the delivery system. After withdrawal, the liner was stripped and the sheath was split. Vessel characteristics were not available as the case was transvenous.

Manufacturer narrative:
Additional information was received. The patient expired. The cause of death was thought to be pulmonary embolus. The investigation is ongoing.

Manufacturer narrative:
Reference CAPA-20-00141.